Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: one 65 mm tacticath quartz contact force ablation catheter was received for evaluation. There were no visible anomalies observed with the device. Electrical testing revealed no anomalies. Temperature and leak tests were performed and the catheter met specifications. The results of the investigation concluded that the properties of the catheter conformed to tacticath quartz catheter specifications. No visual or functional anomalies were noted. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and analysis performed. The cause of the reported death was procedure related. Per the IFU, cardiac perforation and death are potential complications with this device.

Event description:
During a right atrial flutter ablation procedure using a taciticath quartz ablation catheter, a pericardial effusion and subsequent death occurred. During ablation on the cavotricuspid isthmus, a steampop was noted. An effusion was then diagnosed on ice and a pericardiocentesis was performed. The patient went into ventricular fibrillation and expired. There were no performance issues with any sjm device.